Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii (ft3) on two cobas 8000 e 801 modules and a cobas e 411 immunoassay analyzer. The sample was also tested with the elecsys ft3 iii ver. 2 (ft3 v2) assay on the second e 801 analyzer. It was asked, but it is not known when the date of the event occurred or if any incorrect results were reported outside of the laboratory. This medwatch will cover the ft3 v2 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay. The sample was initially tested on the customer's e 801 analyzer on an unknown date. The sample was provided for investigation, where it was tested on an e411 analyzer on (B)(6) 2022. During investigations, the sample was repeated on a second e 801 analyzer on (B)(6) 2022. The sample was also repeated on an abbott architect analyzer. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 v2 reagent lot number 575688, with an expiration date of 31-jan-2023 was used on this analyzer.

Manufacturer narrative:
The investigation could not identify a product problem. The issue is consistent with an interfering factor in the sample causing interference with the streptavidin component of the ft3 assay. The different ft3 values generated with the cobas e 801 module and the cobas e 411 analyzer relate to the different physical setups of the analyzers and the effect thereof on the streptavidin interference factor. The ft3 v2 assay has an improved robustness against the streptavidin interference and would correct this interference.